Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was over 500 mg/dl. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion. The customer has scar tissue at the infusion site areas and is in the process of trying different types of infusion sets.